Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received. 3 events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. Four devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.